Event description:
Customer reported via phone, the insulin pump had alarmed motor and no delivery. Customer stated he reverted to his old insulin pump and he mailed his insulin pump back to medicare. Then stated both on the insulin pumps had their drive support disk sticking out. Troubleshooting was performed for motor error. Customer's blood glucose was 430 mg/dl. The device alarmed during normal use. The device also alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly noted. All operating currents are within specifications. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor. The insulin pump was unable to perform an excessive no delivery test, occlusion test and verify alarm due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-20683 for the other insulin pump with protruded drive support disk.